Event description:
Indication: common variable immunodeficiency, unspecified. Pt request a replacement pump, pt said she had the infusion set up like she always does and when she turned on the pump the syringe flew out of the pump, and it keeps spinning. Confirmed she had the infusion set up correctly with the flow rate tubing disc side connecting to the syringe and still not working. Pt thinks something is wrong with the pump. Advise we will send a new pump. Advised pt she can manually push the medication since she already attached needle set and flow rate tubing to the hizentra pfs. Advised pt can manually push. Pt tried that and was getting resistance. Serial number: (B)(6). Expiration date 04/16/2025. Unknown if the patient missed a dose or experienced an adverse event as a result of the defective product. Unknown if the pt has the defective product on hand for possible return to the manufacturer. No further information is known.